Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that right ventricular (rv) lead exhibited rising impedances. Over the last year, the impedance has went from 351 ohms to greater than 1400 ohms. All other measurements appear to be stable at this time. The physician will monitor the lead and possibly change it out when the device reaches end of life. There are no plans to explant prior to that. To date, there have been no adverse patient effects reported.